Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Prior to revision an x-ray was obtained showing what appeared to be a ring around the right ventricular (rv) lead tip. Review of the x-ray determined the ring was the fluoroscopy marker and there was no anomaly noted. The revision was subsequently performed and the system explanted. No additional adverse patient effects were reported.